Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nissen fundoplication. According to the reporter: as products were being placed into reticulation position, the clear plastic tore which prevented to reticulation position. Very obvious on product. This did not result in any tissue damage or pt injury, nor did this cause more than 250cc of unanticipated blood loss. The procedure was not extended by more than 30 minutes as a result of the problem.